Manufacturer narrative:
Reported event: an event regarding revision due to instability involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that "dr. (B)(6) revised a right hip head/sleeve due to patient instability. He revised from a 40 -2.5 to a +4. Original surgery was (B)(6) 2019 by mako. Update 31/october/2019 wg: rep provided usage sheets from primary and revision procedures and reported that no further information will be released by the hospital or surgeon. Rep also confirmed he was the acting mps for the primary procedure, and that the log and session files are not available from the (B)(6)procedure.¿ product evaluation and results: not performed as case session data was not provided. Product history review review of the device history records associated with rio 118 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tha software - other. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays, return of the device and case session data/logs are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software.

Event description:
This pi is for the robot used in the primary procedure. Dr. Marchand revised a right hip head/sleeve due to patient instability. He revised from a 40 -2.5 to a +4. Original surgery was (B)(6)2019 by mako. Update 31/october/2019 wg: rep provided usage sheets from primary and revision procedures and reported that no further information will be released by the hospital or surgeon. Rep also confirmed he was the acting mps for the primary procedure, and that the log and session files are not available from the july procedure.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. Dr. (B)(6) revised a right hip head/sleeve due to patient instability. He revised from a 40 -2.5 to a +4. Original surgery was (B)(6) 2019 by mako. Update: 31/october/2019 wg: rep provided usage sheets from primary and revision procedures and reported that no further information will be released by the hospital or surgeon. Rep also confirmed he was the acting mps for the primary procedure, and that the log and session files are not available from the (B)(6) procedure.